Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "greater increase in femoral offset with use of collum femoris-preserving stem than tri-lock stem in primary total hip arthroplasty" written by mengxuan yao, yuchuan wang, congcong wei, yongtai han and huijie li published by journal of international medical research accepted by publisher on 14 april 2020 was reviewed. The article's purpose was to compare clinical outcomes and performance of the collum femoris-preserving stem verse the tri-lock stem. Data was compiled from 65 and 57 patients respectively who received these stems from january 2016 to march 2017. The article reports the depuy tri lock stem was used with a depuy titanium acetabular cup so it is assumed the femoral head (unknown material) and liner (unknown material) are also depuy. Figures 1 and 2 provide radiographic imaging for illustrative purposes. No adverse events noted in descriptive captions. Depuy products: tri-lock stem, femoral head, liner, titanium cup. Adverse event(s): dislocation (treatment not stated). Leg length discrepancy (no treatment provided).